Event description:
Caller reported a malfunction on the pump, identified by a specific code, but no notable events preceded the malfunction. There was no reported impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.